Manufacturer narrative:
Reference manufacturer report: 1221359-2021-00021. The manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1005449 and test base part number 190-430 / lot 1005449. Quality control release testing met specifications with no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert related to %test agreement with the expected results by sample concentration. The retain kit lot 1005449 was tested with the abbott diagnostics (B)(4) limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests were valid and performed as expected with no false positive results replicated. The customer's logfile was reviewed for the reported false positive results: (B)(6) 2020 ,17:03 .valid positive result with no errors or issues observed. In conclusion, the retention testing yielded expected results when testing internal qc samples, the manufacturing batch record review revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2020 (patient 1) and (B)(6) 2020 (patient 2). This MFR. Report addresses patient 2. The customer reported a false positive result for patient 2 with the ID now covid-19 assay performed on (B)(6) 2020 on a direct tested nasal kitted swab. The nasal swab was used to swab both nostrils for patient 2. Repeat testing was not performed. Confirmation pcr testing generated negative results and CT values were not provided. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm, delay or impact in the patient's treatment due to the test results. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.